Event description:
Health professional performing hysteroscopy and laparoscopy. While using the suspect med device during the laparoscopy procedure, an arc occurred, causing burns to the distal uterus. The device, which was brand new, was inspected and found to have a very small amount of insulation missing, thus exposing metal which caused the arc and burn.